Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported a blood glucose value of 500 mg/dl. The customer experienced hyperglycemia and had an emergency room visit and were treated with a manual injection. The customer also experienced symptoms of feeling sick/unwell and tired/weak at the time of the reported event. The customer also reported that the insulin were using was not working. The event involved product(s) mmt-1880, mmt-332a and mmt-397a. Troubleshooting was performed. The customer has been using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-1880, mmt-332a and mmt-397a.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. On the event date of 03-may-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 231250 (23.125 u) and dailytotalofbolusinsulindelivered = 353000 (35.3 u) which is equal to the dailytotalofallinsulindelivered = 584250 (58.425 u). Perform the history review 1 week prior to the event date 03-may-2025 in the pump history file and found 3 nodelivery alarms on 04/27/2025, 1 nodelivery alarms on 04/29/2025, 1 nodelivery alarms on 04/30/2025, and 1 nodelivery alarms on 05/01/2025 (primary svn 000319779159). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. On a related svn 000319748792, there were no unexpected pump error(s)/alarm(s) noted 2 days prior to the event date 05-may-2025 in the pump history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.1 mv). The pump passed the functional testing. Unable to confirm alleged high bgs. No current code/category not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.